Event description:
N/a.

Manufacturer narrative:
An event of aortic stenosis and device explant was reported. Information from the field indicated that the patient presented with increased pressure gradient and reported hospitalized due to infective endocarditis. The device was returned to abbott for investigation, all three leaflets had limited mobility and contained biological material which were identified as calcification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of stenosis could not be determined. Calcification, leaflet tear, and fibrotic thickening may be attributed to the patient's comorbid conditions. However, this cannot be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically.

Event description:
It was reported that on (B)(6) 2016, a 23mm epic supra valve was implanted during ascending aortic replacement and aortic valve replacement (avr). On an unknown date in 2004, a non-abbott valve was implanted. On an unknown date in 2024, the patient presented with increased pressure gradient and reported hospitalized due to infective endocarditis (ie). On (B)(6), a 25mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.